Event description:
It was reported that the ra impedance was out of range (> 2500 ohms) and the lead was revised. The header connection was checked. The lead and device remain implanted and active. The electrical values after the revision were in range.

Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the returned device memory data and the existing production documents. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned device memory data were analyzed, and the clinical observation was confirmed. The follow-up from 07 august 2017 documented in the lead impedance trend that the lead monitoring detected both a bipolar and a unipolar lead nonconformance in the atrium only a short time after the implantation. The cause of the clinical observation could not be discovered during the data analysis. The follow-ups from (B)(6) 2017 (after de-contacting and the re-contacting the leads) showed unremarkable lead impedance values. There were no indications of a device malfunction. In summary, there was no indication of a device malfunction. If additional relevant information or the device itself should become available, please send this also to us. The incident will then be updated accordingly.